Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Ref: 1221359-2021-01513

Event description:
The customer reported multiple false positive results with the ID now covid-19 assay. The MFR. Reference is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. Confirmation testing with pcr was performed x 2 with negative results ((B)(6) 2021 and (B)(6) 2021). Patient has been vaccinated with 2 doses. Despite multiple attempts, no additional patient information, including treatment and outcome, was provided.